Event description:
While performing an atherectomy of the contra lateral leg using the 2.0 psl device the cfx device got stuck in the ansel sheath at the aortic bifurcation. Multiple attempts to pull, bu the sheath and device failed to come over to the hexilateral side. Excessive force was used to extract the device which resulted in the sheath separating. As a result of the sheath separating the physician had to access the contra lateral and remove both sheaths from each side. The physician felt this was because of the atherectomy device and not the sheath. The patient recovered with no complications. No additional procedures or intervention were required due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.